Manufacturer narrative:
(B)(4) it was reported that the electrode 1 of the catheter lifted up a little bit and it got stuck on the distal part of the sheath when customer tried to pull the catheter back out from the patient's body at the end of the case through the sheath. Upon receipt, the catheter was visually inspected and it was found that electrode 1 was damaged. It is unknown how the ring was damaged. In addition, a corrective action has been opened to address and resolve this issue. Due to this condition, the catheter outer diameters were measured and device was within specifications. The device history record (DHR) was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. All the catheters are inspected for visual damages before packaging. On line inspections are in place to prevent damaged electrodes from leaving the facility. The reported customer complaint has been verified. However, the catheter outer diameters were within specifications.

Manufacturer narrative:
Investigation is still in progress. A supplemental report on device evaluation will be submitted. (B)(4).

Event description:
It was reported that during an atrial fibrillation (afib) procedure, the electrode # 1 of this catheter lifted up a little bit and electrode # 1 got stuck on the distal part of the sheath when they tried to pull this catheter back out from the patient's body at the end of the case through the 8.5 fr sl1 st jude sheath. The physician did not think there is a potential risk for the patient. Upon visual inspection of the returned complaint catheter, on june 11, 2014 bwi failure analysis lab noted ring #1 damaged and sharp on proximal side.